Event description:
Healthcare professional reported "presence of very calcified shell" and "right device is not macroscopically broken but perspirated." Record is for right side. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., d.6b., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "device is not macroscopically broken but perspirated".

Event description:
Healthcare professional reported "presence of very calcified shell" and "right device is not macroscopically broken but perspirated." Record is for right side. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ gel bleed: not observed. ¿ calcification: observed. As per the investigation procedure crease deformation wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "presence of very calcified shell" and "right device is not macroscopically broken but preaspirated." Healthcare professional reported "device perspiration discovered at explantation." Record is for right side. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported "presence of very calcified shell" and "not macroscopically broken but perspirated". Later healthcare professional reported "device perspiration discovered at explantation". This record is for right side. The device has been explanted and replaced with a non-abbvie device.